Event description:
Patient was ventilated with mpv 10 ventilator embedded in transport isolette. Ventilation was uneventful for the first 30 minutes. Shortly after placing the patient and isolette in the helicopter, the ventilator malfunctioned. It was set to ventilate at a pressure of 20/7 at a rate of 50/min. The malfunction was that the ventilator continued to cycle, but the indicated pressures stayed at the peak inspiratory pressure (pip), (20 cm). No chest rise was observed during this event. The patient was quickly transitioned to hand ventilation without difficulty. All connections were checked and found to be secure. The transport was completed without further incident. Following the transport, the ventilator was sent to clinical engineering for evaluation.